Event description:
Hosp advised that a 500 cc bag of norcuron was started at a rate of 50 cc/hr on channel b at 9:00 am. The users increased the rate throughout the morning. By 2:00 pm the bag was nearly empty and the volume infused indicated that over 400 ccs had infused. There was no pt consequence.